Manufacturer narrative:
The technician found that the communication cable had bent pins on the connector that plugs into the nurse call system. The most likely cause is the account not aligning the communication cable with the connector on the nurse call system while plugging it in. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2009 through 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the communication cable with customer owned part to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the nurse call function was not working. The bed is located in the bed shop at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint number (B)(4).